Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 413mg/dl. It was stated that the customer was sick, thirsty, nausea, vomiting and had flu. Troubleshooting was performed. The bolus wizard settings were correct, but the time and date were incorrect. Assisted the caller to correct them. Instructed the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The caller requested assistance with turning off some of the features. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.